Event description:
It was reported that sometime post a chronic catheter placement via the left subclavian vein, during the routine needle-free connectors change, clamps were needed to be placed directly on the colored plastic parts of the catheter to remove the connectors, which allegedly resulted in a stripping damage to the colored plastic pieces. It was further reported that needle-free connectors would not loosen without a clamp on the needle-free connectors and on the colored plastic piece of the catheter and turning the clamps in opposite directions. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows the partial view of powerline catheter legs and physician holding both powerline connector. The visible scratch can be seen on both the items however as per allegation while removing the connectors, which allegedly resulted in a stripping damage. No failure to disconnect was observed. Therefore, based on the investigation and photo review, the reported failure to disconnect and scratched issue could be not confirmed as provided photos are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a chronic catheter placement via the left subclavian vein, during the routine needle-free connectors change, clamps were needed to be placed directly on the colored plastic parts of the catheter to remove the connectors, which allegedly resulted in a stripping damage to the colored plastic pieces. It was further reported that needle-free connectors would not loosen without a clamp on the needle-free connectors and on the colored plastic piece of the catheter and turning the clamps in opposite directions. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.